Event description:
The pt is reportedly experiencing continuous noise when the device is switched on. It was reported that the noise started when the pt was hit in the head. External equipment was exchanged and reprogramming was attempted, however, this did not resolve the problem. Surgery to explant the pt's device has been scheduled.